Event description:
Overinfusion related to set loading. Per pictures and report from customer, set upper fitment was loaded straight from the front instead of stretched from above it, so that the upper fitment was not correctly seated into the receptacle. The door was shut but was prevented from closing completely because of the mis-load. Device was set up to run nitroglycerine, then put into pause mode to be on standby to be available if needed during surgery, entire 250 ml ran in over 10-15 minutes.